Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device properly connected to the glucose sensor simulator. No communication anomaly noted. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had lost its loudness during alarms or beeping. The insulin pump had no delivery alarms and had to change sets out after she just replaced them. Continuous glucose monitoring were no longer communicating, they gets a lot of lost signals, insulin pump will not link up with transmitter right away. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.